Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was on p4 at 2.1v and stim was off. Patient services reviewed that stim needed to be on to get therapy. Patient services had the patient turn stim down to 1.0v, and then they turned it up to 1.9v where they could feel the stim. Patient was unsure when they had shut off the device. They forgot that they were not supposed to press the on/off buttons on the side.